Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed that the device worked as designed and within the limitations of the technology available. The first analysis segment had to much noise with multiple no shock conditions met. The second analysis segment also had noise, but due to a high normalized amplitude, high qrs variability, high number of peaks was determined as shockable. The third segment was impacted by noise, with no specific rhythm identified with multiple shock conditions met. As 2 of the 3 segments were shockable, the device provided a shock advised prompt. The two shockable segments analyzed had nearly identical results and were both greatly impacted by interference/noise. The x series operators guide states to verify unconsciousness, absense of breathing, and absense of pulse before initializing the analyze feature. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.